Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2010 and tvt-o was implanted. It was reported that patient underwent mesh excision on (B)(6) 2013 by dr. (B)(6) at (B)(6)medical center due to erosion of transvaginal suburethral mesh sling. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic -assisted vaginal hysterectomy, lysis of adhesions, cystoscopy, and mccall culdoplasty. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.